Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient remove all bluetooth devices and insert new sensor; confirmed sensor was deployed properly. No additional patient or event information is available.